Manufacturer narrative:
Internal reference number: (B)(4). Voluntary medical device correction (remedial action) was initiated by the manufacturer on 2/4/2020, and the physician was provided a notification letter with recommended actions.

Event description:
It was reported that the patient's device was turned off for an MRI and when turning back on, the physician received a low output current message. The physician was walked though performing interrogation and performing diagnostics test. Everything was resolved in the session. The patient left the office with no issues. Internal testing and data review identified that false low output current messages can occur when m3000 (B)(4) software programs a m103-106 generator after a specific programming sequence occurs. When m3000 (B)(4) tablets initiate a programming session with a m103-106 generator, where its output current is programmed off (0 ma), and then the output current is programmed back on to >0 ma, a low output current message would be seen when an in-session interrogation is performed. This would persist upon multiple in-session interrogations and if diagnostics weren't performed during the session, show on the session report. Running system diagnostics or ending and restarting the session will confirm functionality of the device, and resolve the ¿output current low¿ error message. The low output current messages in these cases are false and do not impact generator function. Tablet data from the programmer used on the patient was reviewed, however there was no data available for this patient. It was indicated that the physician did not exit the session properly, therefore the data for the patient did not save but was confirmed to be the programmer used. No additional relevant information has been received to date.